Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: codes d1102, d12: the gore® dryseal flex introducer sheath instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. Do not continue advancement or retraction of the device if there is resistance. Determine the location and cause of resistance before proceeding. In addition, IFU states, possible device defects and adverse events include vascular trauma w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath (dsf). After making cut-down on the left common femoral artery and attempting to insert the dsf, the part between the dilator and the sheath tip caught on the puncture site and this caused resistance. Although insertion was difficult, it was possible to forcefully insert the dsf, and two ctag acs were successfully implanted as planned. When the dsf was withdrawn, vascular trauma was observed at the insertion site. The patient¿s vital signs were stable. The injured site was surgically repaired and the procedure was concluded. The patient tolerated the procedure. The reporting physician commented as follows: although there was no problem with access vascular diameter, strong resistance was felt during the dsf insertion. After the sheath tip passed through the puncture site, there was no resistance felt.